Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at interrogation, high and unstable threshold measurements were observed. The physician ordered a chest x-ray confirming the lead dislodgement. The patient underwent a lead revision and reprogramming the next day. The lead remains in use. No patient complications have been reported as a result of this event.